Manufacturer narrative:
The company representative was able to confirm the reported event. The company representative assembled, tightened, and reassembled the head yoke coupler and the tablet articulating arm, then found the system to meet specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to a loose head yoke coupler and a loose tablet articulating arm. However, as to how or when the head yoke coupler became loose remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic system microscope head assembly was loose. Procedure details and patient impact have not been provided. Additional information has been requested, none has been received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).